Event description:
It was reported that the patient presented with a low heart rate and upon interrogation, the device exhibited an abrupt high ventricular impedance. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires. (B)(4).